Event description:
No blood glucose levels reported. The customer reported a compromised force sensor system error from the insulin pump. The customer also reported that insulin was squirting out during manual priming from the insulin pump. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test and unable to prime during the prime test due to protruded and loose drive support disk. Insulin pump had a cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, a missing end cap sticker and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).